Event description:
The pt's mother reported that she just recently had one of her son's infusion sets tear. The pt's blood glucose was not affected. Once the pt noticed the tear he brought it to his mother immediately so she could change the set. The mother noticed no physical damage to the set when he first started wearing it. No medical attention was necessary. The product has been requested for return to be evaluated.